Event description:
On (B)(6) 2012, I went to my local dr. (B)(6) vision world to have an eye exam and to order new glasses. I have been going to this business for 14 yrs and have a high level of trust in their service. Since my previous eye exam in (B)(6) 2010, the company had added the use of an optomap as part of the initial intake exam prior to seeing the optometrist. In the initial intake process, the optomap test was presented as a next step for all pts to do in the intake process, w/o any mention that people with seizures might experience problems with the test due to the strong flash of light when the laser photo is taken, and thus be given an opportunity to opt out. The option to decline the optomap test wasn't presented at all. I do have a seizure disorder, as a result of having the optomap picture taken, I have not been well for 48 hrs now. It began about 7 hrs after the test with one of the worst migraines I've had in months. The following day and since then, I have experienced extreme dizziness, nausea, confusion, and poor verbalization skills. I am not sure I will be able to work tomorrow, and I will be in touch with my neurologist about what I can do about my current symptoms. I am concerned about continued use of the optomap at dr. (B)(6) and other locations w/o appropriate training for those who operate the machines. If the intake exam person had been better trained, she would have read and understood the list of medical conditions where I checked that off, or she might have known that by taking zonegran, an anti-epileptic medication, and that I am managing seizures. I am also concerned that when I called the optometrist and general manager to register my experience with them and explain how I was feeling as a result of having had the optomap picture taken, they acknowledged that they had heard that people with seizures "sometimes had problems afterward," but they did not make it a policy to offer people with seizures the opportunity to not have the optomap picture taken, and to be alerted to the fact that this was a possibility. Please help! As a person who has a fairly mild seizure disorder; and a daughter with a very complicated seizure disorder, this feels like an unsafe technology for those of us who may unwittingly be led into an eye exam thinking we are getting an easy way to look into our eye health, but then paying a very dear price for doing so. Optomap has had such big media attention with exposure on dr. (B)(6) and other media outlets, it is concerning that this disclaimer is not being made. (B)(6).